Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip got broken at loading during a surgery. Therefore, a new cartridge was opened instead.

Event description:
It was reported that the clip got broken at loading during a surgery. Therefore, a new cartridge was opened instead.

Manufacturer narrative:
(B)(4), neither the clips nor applier is available for investigation. A visual, dimensional, inspection, or functional of the product involved in the complaint could not be conducted since the product was not returned. The device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.